Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had frozen display. Customer¿s blood glucose was 130 mg/dl at the time of incident. Customer stated that the buttons were not responding. Customer stated that the time was not advancing. Customer was calling back after installing new battery, customer was monitoring the pump for 2 hours and frozen display recurred. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test or verify frozen display due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.